Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have passed the recognition and engagement tests. The instrument passed all other tests and was fully functional. Further evaluation found the instrument had damage to the conductor wire insulation at the yaw pulley. There was material missing and the conductor wire was exposed. The instrument passed the electrical continuity test. There were no signs of thermal damage was observed. A visual inspection revealed no signs of missing parts.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument's beak did not move properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument had a limited/imprecise motion.